Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811ww. Troubleshooting was performed for loss of communication between the transmitter and the pump; the transmitter serial number was deleted from the pump and repaired but the transmitter would still not communicate/trigger a "sensor connected" alert. Transmitter charger has been in use for more than a year. The customer was informed transmitter might not be working and will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use of the transmitter. No product return is required for mmt-7811ww.

Manufacturer narrative:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811ww. Troubleshooting was performed for loss of communication between the transmitter and the pump; the transmitter serial number was deleted from the pump and repaired but the transmitter would still not communicate/trigger a "sensor connected" alert. Transmitter charger has been in use for more than a year. The customer was informed transmitter might not be working and will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use of the transmitter. No product return is required for mmt-7811ww.